Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Bunched or wrinkled inner insulation (ptfe) and offset or deformed rs coils were observed at several locations along the lead body. Visual inspection showed no abnormalities on both shock coils. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to shocking electrode damage. In addition, the set screw would not deploy. The rv lead was never in service. No adverse patient effects were reported. The product was returned for analysis. Lead analysis did not confirm the reported clinical observations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Bunched or wrinkled inner insulation (ptfe) and offset or deformed rs coils were observed at several locations along the lead body. Visual inspection showed no abnormalities on both shock coils. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to shocking electrode damage. In addition, the set screw would not deploy. The rv lead was never in service. No adverse patient effects were reported.